Event description:
It was reported to boston scientific corporation that a jagwire was used during the removal of biliary stones on (B)(6), 2011. According to the complainant, while attempting to withdraw the guidewire the distal tip of the device detached. The detached portion remained in near the hepatic portal region and was not attempted to be recovered. There were no injuries reported and the procedure was completed with another jagwire guidewire. The physician is taking a wait-and-see approach regarding the detached tip with the patient.

Event description:
It was reported to boston scientific corporation that a jagwire was used during the removal of biliary stones on (B)(6) 2011. According to the complainant, while attempting to withdraw the guidewire, the distal tip of the device detached. The detached portion remained in near the hepatic portal region and was not attempted to be recovered. There were no injuries reported and the procedure was completed with another jagwire guidewire. The physician is taking a wait-and-see approach regarding the detached tip with the patient.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years old. (B)(4): for the reported event of tip detachment. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the device was kinked and also that approximately 5cm of the distal pebax section had detached exposing the corewire tip. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the pebax was properly attached to the corewire. Fracture evidence was not found. The ptfe jacket did not show damage evidence. It is possible that unstated procedure and possibly clinical factors may have contributed to the guidewire damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Additionally the remnants of adhesive found indicate that the pebax was properly attached to the corewire. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints reported for lot number 12569045.